Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes insufficient blood draw occurred. The following information was provided by the initial reporter: customer is reporting underfilling of tubes.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes insufficient blood draw occurred. The following information was provided by the initial reporter: customer is reporting underfilling of tubes.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd did not receive samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.